Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted because of battery status elective replacement indicator (eri) and an error code. The error code indicates a possible device output problem. A new device was implanted on the chronic lead. A high voltage adapter (model 6836, serial 002753) was replaced during the invasive procedure because of body fluids were found in the setscrews. Testing of the chronic lead with a new adapter revealed acceptable measurements.